Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced scrotum swelling coincident with automated peritoneal dialysis (apd) therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the outcome of this event was not reported. Action with pd therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.